Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high short interval count (sic) and rising bipolar pacing impedance. Based on an x-ray the physician thinks the current rv lead and a previously capped rv lead occasionally touch resulting in the sic. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.